Event description:
Related manufacturer reference number:2017865-2023-05442. It was reported that the right atrial lead exhibited high atrial threshold that caused early battery depletion. During the procedure, it was discovered that the right ventricular lead was pulled back enough to observe dried blood in the insulation. The lead and device were explanted and replaced. There were no patient consequences.